Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown but material rupture discovered during explantation only. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast prosthesis implantation surgery with two unspecified mentor gel smooth implants. Post-operatively, the patient underwent bilateral removal and replacement for an unspecified reason on (B)(6) 2022. During the surgery, it was discovered that the right breast implant had a leak. Subsequently, both implants were replaced with the following: (right) 250cc mentor memorygel breast implant catalog: 3502501bc, lot: 9537368 sn: (B)(4) and (left) 275cc mentor memorygel breast implant catalog: 3502751bc, lot: 9682998 sn: (B)(4).